Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The laser registration could not be computed and had to be re-performed. This caused a delay inferior to 30 minutes.

Manufacturer narrative:
It was reported that the laser registration computation failed and had to be reperformed.according to technical investigation, the registration could not be computed due to a matching error that the device detected. The manual scanning did not permit to compute a reliable result to resume the registration. The registration required to be restarted. The device behaved as expected.

Event description:
The laser registration could not be computed and had to be reperformed. This caused a delay inferior to 30 minutes.